Event description:
It was reported that a myocardial perforation occurred at implant, and the patient's blood pressure dropped. The patient was transferred to a different hospital. The device is still in use.